Event description:
Information was received from (B)(6) that the ventricular assist device (vad) coordinator reported that two batteries "show power switching". There is no information regarding patient activity at the time of the event. The batteries were replaced and the issue resolved. There was no effect on the patient. This is report 1 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Preliminary review of the log files found no alarms logged in the 14 days leading up to the event date. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. On (B)(6), 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. This is one of two reports (3007042319-2015-00988 and 3007042319-2015-00989) submitted for devices related to the same event. Batteries have not been received.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of two reports (3007042319-2015-00988 and 3007042319-2015-00989) submitted for devices related to the same event.